Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with procedural damage. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: previously reported h6 should have been "61 - unintended use error caused or contributed to event" instead of "24 - cause traced to intentional off-label, unapproved, or contraindicated use."

Event description:
Related manufacturer reference number: 2017865-2021-38100. It was reported that after a device implant procedure, it was observed that the right ventricular (rv) and right atrial (ra) leads exhibited high capture thresholds, a failure to capture, and a failure to sense. The rv and ra leads were explanted and replaced. The patient was stable.